Manufacturer narrative:
Hbl reviewed the available information, including customer correspondence and photographs. The reported event involved redness, tenderness, discharge, and crusting at the pin sites during treatment with the device. The patient was prescribed cephalexin and doxycycline and later reported that the infection had resolved following approximately two weeks of treatment. No device was returned for evaluation. Review of the available information identified no evidence of device malfunction, breakage, manufacturing nonconformance, labeling deficiency, or failure to meet specifications. The relationship of the device to the reported event could not be excluded, as the event occurred during active treatment with the device.

Event description:
On (B)(6) 2026, the patient reported redness and tenderness at the pin sites approximately one month following surgery involving the digit widget device. The patient reported occasional impact to the pin block during use and had removed the cuff and bands due to discomfort. Follow-up communication reported discharge and crusting at both pin sites. The patient consulted the surgeon's office and primary care physician and was prescribed cephalexin and doxycycline. On (B)(6) 2026, the patient reported completing approximately two weeks of antibiotic treatment and stated that the infection had resolved. The patient continued to report tenderness, swelling, and sensitivity during device use and planned follow-up with the treating surgeon.